Event description:
The syringe had incorrect measurement markers printed onto its barrel. The measurements started around the 3 ml mark and were printed sideways, curving around at an angle. Symptoms: incorrectly printed syringe.